Event description:
The patient received treatment with the quickseal arterial closure system to achieve hemostasis at the arterial puncture site following a diagnostic catherization procedure. Six days after the procedure, the patient returned to the hospital and an infection was observed near the skin surface in the groin. Follow-up treatment included draining the infected site and the administration of IV antibiotics. No further related events were experienced by the patient.